Event description:
It was reported that decreased sensing and increased capture threshold were observed. The lead was repositioned successfully without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.